Event description:
Surgeon was attempting to remove retained prosthesis with a stryker extraction tool. Portion of tool that screws into the implant broke off and is retained in prosthesis. X-ray obtained. Radiologist spoke with surgeon. Surgeon and radiologist agreed that broken screw would remain in implant and would have no negative affect on patient.